Event description:
Advocate stated his daughter received a blood glucose reading of 40mg/dl on the contour next meter. She retested on the contour next ez meter and the reading was 239mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips and meters were sent to the customer.